Event description:
After catheterization procedure using a 5 fr sheath, perclose device inserted over guide wire. Resistance met when introducing device: small incision in skin made. Device reinserted with continued resistance. Device backed out of pt over the wire, and distal tip of device (approx 2") remained in pts vessel. Fluoro used, distal tip visualized. Cv surgeon called, used hemostats and fluoro to remove distal tip from vessel. No complications occurred.